Event description:
It was reported that a burr and wire entanglement occurred. The target lesion was located in the anterior descending branch. A 1.75mm rotablator rotalink plus and 330cm rotawire were selected for use. During preparation, the rotational speed was tested normally; however, the guidewire could not rotate with the burr, but the burr rotated normally, and the advancer moved normally. Upon entering the patient's body, the burr was able to forward normally in the guiding catheter and was nearly delivered out of the guiding catheter port. Consecutively, it was noted that the tail of the external rotary grinding guide wire were entangled and the test was conducted in vitro. It was not certain whether there were other problems, but both wire and burr were removed together. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination revealed that the guidewire was returned without the burr loaded on it; therefore, no sign of jamming could be found. Spring tip was observed bent.

Event description:
It was reported that a burr and wire entanglement occurred. The target lesion was located in the anterior descending branch. A 1.75mm rotablator rotalink plus and 330cm rotawire were selected for use. During preparation, the rotational speed was tested normally; however, the guidewire could not rotate with the burr, but the burr rotated normally, and the advancer moved normally. Upon entering the patient's body, the burr was able to forward normally in the guiding catheter and was nearly delivered out of the guiding catheter port. Consecutively, it was noted that the tail of the external rotary grinding guide wire were entangled and the test was conducted in vitro. It was not certain whether there were other problems, but both wire and burr were removed together. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that a burr and wire entanglement occurred. The target lesion was located in the anterior descending branch. A 1.75mm rotablator rotalink plus and 330cm rotawire were selected for use. During preparation, the rotational speed was tested normally; however, the guidewire could not rotate with the burr, but the burr rotated normally, and the advancer moved normally. Upon entering the patient's body, the burr was able to forward normally in the guiding catheter and was nearly delivered out of the guiding catheter port. Consecutively, it was noted that the tail of the external rotary grinding guide wire were entangled and the test was conducted in vitro. It was not certain whether there were other problems, but both wire and burr were removed together. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination revealed that the guidewire was returned without the burr loaded on it; therefore, no sign of jamming could be found. Spring tip was observed bent.